Event description:
Investigation revealed that there was contamination found under the contrast button contact. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that there was contamination found under the contrast button contact. Evaluation also revealed that revealed that the display screen was dim and discolored. Unrelated to these issues, the keypad was found to be cut on the contrast button and the contrast button was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).